Manufacturer narrative:
Relevant components include: product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving baclofen of an unknown concentration and dose via an im plantable infusion pump for intractable spasticity and stroke. It was reported that the patient's pump battery died (which the patient said the doctor stated was normal battery life) however the patient was upset and felt she was lied to because she thought the battery was a lifetime battery. When the pump battery died on (B)(6) 2017 the patient reported it was affecting her right arm, she could not move her shoulder. The patient had a previous shoulder surgery for rotator cuff in 2010 which was pre-existing and not related. The patient noted that without the baclofen her shoulder muscles tensed. The patient reported being very sick. To resolve, a new pump was placed on (B)(6) 2017 and the symptoms were getting better. The patient had an upcoming MRI for her shoulder. The patient also reviewed that she fell 5 times in (B)(6) 2017. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the pump reaching end of service (eos) on (B)(6) 2017 was determined to be normal end of service. The patient's weight at the time of the event was unknown.